Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. The customer's blood glucose was 240 mg/dl. The customer stated that the insulin pump took a hard fall. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.